Event description:
It was reported that patient presented in clinic for follow-up. It was noted that implantable cardiac monitor exhibited post paced t wave over-sensing. No intervention was performed. Patient condition was unknown.